Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted for high-risk percutaneous coronary intervention in an 82-year-old female patient, presenting in society for cardiovascular angiography and interventions stage b shock. During the procedure, pre-closure with the perclose device was unsuccessful. The treating physician expressed concern that the sheath was occluding the artery and that there may have been vessel injury related to the perclose attempt. As a result, the decision was made to remove the impella sheath and place a covered stent to address the vascular issue. The procedure was completed successfully, and the patient survived to impella cp explant. The reported event is consistent with vascular access and closure-related complications associated with large-bore arterial access.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). The root cause of the injury was unable to be determined due to insufficient clinical details.